Event description:
It was reported that the guidewire was broken during the procedure. There was no reported clinical consequence to the patient. No further information was provided.

Event description:
It was reported that the guidewire was broken during the procedure. There was no reported clinical consequence to the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two pieces: the distal section measured 154cm and the proximal section measured 28cm. There was separation in the corewire in an area adjacent to the hypotube. Both pieces of the guidewire were further analyzed using scanning electron microscopy (sem). This revealed that the fracture surface exhibited elongated dimple ruptures indicative of a bending action. Compression and tension zones were observed. No material anomalies were detected. The guidewire fracture was caused by a bending moment. The most likely that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause related to operational context has been assigned to this event.